Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by two consumers who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown ethnicity born on (B)(6). The medical history of the patient and the concomitant medications were not provided. The patient receive insulin lispro (humalog), dose and frequency according to carbohydrates counting (up to 5iu), subcutaneously, for diabetes treatment, beginning approximately on 2000 (reported as since the patient was (B)(6)). On an unknown date, unspecified time after the beginning the insulin lispro treatment via humapen ergo I (lot number 40289), reported as when the patient was a child, the pen had a defect (associate to (B)(4)), the insulin did not penetrate (as reported) and it did not work. Because of that, the glycaemia of the patient went over 600 (units and normal range not provided) and she had to be hospitalized. Information regarding corrective treatment, laboratorial exams and outcome of the events were not provided. It was reported that the patient stored the pen in the refrigerator according medical guidance, applied the insulin only in the thigh and when removed the needle (bd brand) from the skin too fast, the insulin came back from the application site. The insulin lispro treatment was continued. The patient was the device operator and she was not trained (only watched multimedia guidance). This device model and the reported device had been used for unspecified period of time. The device will not be returned as the usage concerns were resolved, and device was reported to be working properly. The reporting consumers did not provide any relatedness opinion between the insulin lispro treatment or the device and the events. Update 24aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2016 in the field. No further follow up is planned. Evaluation summary the father of a female patient contacted the company recently ((B)(6) 2016) to report the patient's humapen ergo device was not applying injections. No ae was reported with this complaint. With guidance of a trained professional, troubleshooting was performed with the use of a new needle, and the device was reported to be working properly. The device was not returned to the manufacturer for investigation (batch (B)(4) , manufactured january 2003). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Based on the complaint narrative, the patient continues to use the device. A complaint history review of the batch did not identify any atypical trends with regard to device not working or dose accuracy. The duration of use was not provided; however, based on the amount of time elapsed since it was manufactured (2003), the device is beyond its approved use life. The user manual states the humapen ergo has been designed to be used for up to 3 years after first use. The reporter also stated the device did not penetrate when the patient was a child, and it did not have an effect which led to a serious high blood glucose event of hyperglycemia. It is not clear if the device being used now is the same device used when the serious event occurred. There is evidence of improper use. The patient stored the device in the refrigerator. In addition, the patient may not be holding the injection button 5 seconds as she stated insulin leaked through the application site if she quickly removed the device from the skin. Not holding the injection button may be relevant to the complaints of not penetrating and not having an effect. The patient likely used the device beyond the approved use life. It is unclear if these use issues are relevant to the event of hyperglycemia.

Event description:
(B)(4). This spontaneous case, reported by two consumers who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown ethnicity born on (B)(6) 1994. The medical history of the patient and the concomitant medications were not provided. The patient receive insulin lispro (humalog), dose and frequency according to carbohydrates counting (up to 5iu), subcutaneously, for diabetes treatment, beginning approximately on 2000 (reported as since the patient was (B)(6)). On an unknown date, unspecified time after the beginning the insulin lispro treatment via humapen ergo I (lot number 40289), reported as when the patient was a child, the pen had a defect (associate to product complaint number (B)(4)), the insulin did not penetrate (as reported) and it did not work. Because of that, the glycaemia of the patient went over 600 (units and normal range not provided) and she had to be hospitalized. Information regarding corrective treatment, laboratorial exams and outcome of the events were not provided. It was reported that the patient stored the pen in the refrigerator according medical guidance, applied the insulin only in the thigh, and when removed the needle (bd brand) from the skin too fast, the insulin came back from the application site. The insulin lispro treatment was continued. The patient was the device operator and she was not trained (only watched multimedia guidance). This device model and the reported device had been used for unspecified period of time. The device was not returned. The reporting consumers did not provide any relatedness opinion between the insulin lispro treatment or the device and the events. Update 24aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 30sep2016: additional information received on 30sep2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and (B)(4) required device reporting elements; and updated the narrative.